Event description:
It was reported that on (B)(6) 2023, the patient had a pump replacement and the pump was programmed incorrectly with saline 10 milligram/ml. It was reported the physician had transferred the drug (morphine and baclofen) from the previous pump into the new pump and this had been noted in the op notes however not programmed into the pump. It was reported the notes also indicated a prime had been performed. Technical services reviewed that the priming bolus could not be confirmed per the notes and it was not recommended to move forward with a programming a prime. Technical services reviewed considerations to program the pump with a therapeutic rate and calculate the time it would take for the old drug to be gone. It was confirmed that no priming would be performed for the patient's safety and after the duration of the old drug being distributed they would confidently know that it is the correct drug in the pump. The result of the call is the issue was resolved the caller was able to correct the programming to reflect what's actually in the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.